Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a customer complaint of leakage was received. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that microbore tri-fuse extension set, 3 IV.c leaked. The following information was provided by the initial reporter: material no: mz9270, batch no: unknown. It was reported that the port with filter is leaking which may lead to changing the device and breakage of the line. Customer response 28-aug-2020: unable to provide part no and batch no hence, the incident occurred 3-5 day after the device was changed. The events reported (B)(6). No adverse event occurred. Unable to save the product. Hope this email finds you safe and well. I have a questions regarding the trifuse we have. Lately, I have received reports from the nurses and also I found that the port with filter is leaking which may lead in changing the device and breakage of the line. We are changing the trifuse and bifuse every 7 days.